Manufacturer narrative:
Updated data: a.4: weight in lbs: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from the patient that after an unknown duration post implant of this 27mm aortic bioprosthetic valve, the patient had infections with one infection effecting the patients teeth. It was indicated that prior to the infections, the patient "was put on a terrible medication that caused everything" and that the patients insertable cardiac monitor (icm) indicated that their "heart stopped for 5 secs" and the patient received a pacemaker as a result. It was stated that intervention is planned to clip the appendage. No additional adverse patient effects were reported.